Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for auto off alarm. Customer¿s blood glucose was unknown. Customer reported that she got her replacement insulin pump it keeps going into auto suspend she programmed it herself. The insulin pump will not be returned for analysis.